Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopically assisted vaginal hysterectomy procedure, they found what looked like a metal in the patient. It is unknown where the metal came from. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation did not find any loose or broken metal piece on the external or internal parts of the device. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for k.o. 5-10-18

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.